Event description:
Reporting status: serious injury - surgical intervention/permanent damage. Reporting rationale: balloon rupture resulting in shaft separation; subsequent bypass surgery. Device issue: balloon rupture resulting in shaft separation. It was reported that the balloon ruptured at the beginning of the inflation, resulting in the stent becoming partially deployed in the vessel. The patient was taken to surgery where an attempt was made to inflate the balloon faster than the leak, hoping that the stent would be deployed enough that the balloon could be removed. Then an attempt was made to pull the balloon out of the vessel, but the shaft separated approximately at the monorail exit port. During the bypass surgery, the distal balloon shaft was removed from the patient. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast in the inflation lumen and in the balloon. There was blood in the guide wire lumen on the shaft and in the hub. The stent implant was not returned. The balloon was loosely folded. The distal shoulder of the balloon was wrinkled. The outer member was separated at the outer member to hypotube seal. The fracture face was stretched and jagged. There was a kink in the distal shaft inner and outer members 5.9 cm distal to the guide wire exit notch. There was a kink in the tip .5 mm distal to the clear gap. There were multiple bends in the hypotube distal to the strain relief tubing due to how the sds was returned rolled up. A new indeflator, filled with water, was used to pressurize the distal shaft, but the balloon would not inflate due to the dried blood and contrast in the inflation lumen. The pressurized shaft was soaked in a water bath to loosen the dried blood and contrast. After the pressurized shaft was soaked in the water bath, fluid was observed leaking from a pinhole at the distal end of the balloon, 2 mm proximal to the distal marker. There were no visible scratches. The product was sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering reviewed the incident information and analysis of the returned product. Quality assurance analysis of the returned product noted blood visible on the shaft, and in the guide wire lumen, hub, inflation lumen and balloon, which is consistent with a rupture while in the patient anatomy. There was contrast in the inflation lumen and balloon, which is consistent with preparation of the product. The analysis determined that the rupture may be attributed to mechanical damage to the outer surface. Balloon ruptures can be affected by numerous factors. To ensure this type of damage is not a result of a manufacturing deficiency, all sds are 100% leak tested on line and a sampling of units are rupture tested prior to release. There was no report of any leaks or damage to the balloon during inspection prior to use, or during preparation of the product, suggesting that the balloon rupture was a result of the procedure. It is likely that the mechanical damage to the outer surface of the balloon may have weakened the balloon material, such that during the attempt to inflate the balloon, a rupture would occur. Possible causes for difficulty in removing a sds post deployment may include: interaction of the balloon with the stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the stent, resistance with the guide wire/guiding catheter and/or anatomy or the balloon getting caught in/with the stent struts after stent deployment. To help ensure this difficulty is not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested for proper balloon deflation and proper stent deployment. Analysis noted the outer member was separated at the outer member to hypotube seal, confirming the reported separation. The fracture face was stretched and jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). In this case, the noted resistance during removal is likely related to the condition of the balloon and stent since it was reported the balloon had ruptured, only partially deploying the stent. The shaft separation is likely a result of force used in order to remove the balloon while resistance was met. Analysis noted the distal shoulder of the balloon was wrinkled. There was a kink in the distal shaft and kink in the tip. There were multiple bends in the hypotube due to how the sds was returned rolled up. Since this damage was not reported in the incident information, the wrinkled balloon and kinks likely occurred during removal of the distal shaft after it separated inside the patient anatomy. This damage does not appear to be related to or have contributed to the reported balloon rupture. The manufacturing records were reviewed and there were no non-conformances for this lot that could have contributed to this complaint and all on-line inspections and testing met manufacturing criteria. In addition, a query of the complaint-handling database was performed, and there have been no similar incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the balloon rupture, difficulty removing the sds and shaft separation appears to be related to the operational context of the product. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. This MDR is considered closed by the product performance group.